Event description:
Report received of an over-delivery of dilaudid. It was reported that the patient was receiving dilaudid, 0.1mg/ml in a 250ml bag, at 1.5mg/hr (15ml/hr) on the primary line. It was unknown what time the diluadid was hung. The rn hung a bag of levaquin, 250mg in 100ml, on the secondary line at 11:45am, and programmed the device to infuse in the piggyback mode at 100mg/hr. It was not known what the secondary volume to be infused was set at. The rn lowered the dilaudid bag for the piggyback to infuse. Reportedly, 1 1/2 hours later, the pump was alarming with an unspecified alarm, and the dilaudid and levaquin bags were both empty. The pump was reportedly still in the piggyback mode and had not switched to the primary infusion rate. The dilaudid infusion was placed on hold. No medical interventions were required for the patient. The dilaudid infusion was resumed at 15:30pm. Though requested, no additional information was available.